Manufacturer narrative:
Other, other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that the device shuts down 10 minutes after being disconnected from power. Without an alarm or error message. "It looks like the battery is bad". There was no patient impact or consequence reported.